Event description:
A 7.5mm flexible nail implanted in 2001 for a humeral fracture, broke post-operative and was removed on event date. 3 days post event - consultant confirmed nail was removed on event date. Surgeon had to make an incision over the fracture site in order to retrieve the broken pieces and the distal portion of the nail.